Event description:
Per the clinic, the patient experienced pressure sores and skin breakdown at the implant site. Subsequently, the patient was treated with antibiotics (type, date and duration not reported).